Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative indicated the patient had a catheter revision done. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated part of the catheter was removed and regarding if the catheter was being revised due to a problem/suspected problem with the device it was noted as ¿just an infection not related to the device or the catheter.¿ the catheter would not be sent for analysis. The cause of the intermittent infections was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial #: (B)(4), ubd: 16-jan-2021, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the company representative had received a text on (B)(6) 2019 about a possible infection that had not been confirmed. The patient was heading to the emergency room. The patient¿s lumbar spinal incision was described as having spread apart and swelling was further noted. Actions taken included the patient had been on antibiotics but had not been able to keep them down due to an upset stomach. Treatment was ongoing, and hospitalization was noted. It was unknown if the possible infection was related to the device. The date of the event was unknown. It was noted that no product was to be returned. It was indicated that the physician had called technical services a week ago; however, no record of a call having been made was recorded. No further patient complicationshave been reported as a result of this event.

Manufacturer narrative:
Product ID 8781, lot/serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported the patient has had an intermittent infection. The catheter was being revised on the day of the report, (B)(6) 2019. The physician cut off 25cm from the distal end of the catheter. The original distal end of the catheter was 26cm. The physician planned to repair that distal portion in a month or so. Technical services reviewed programming of the current catheter after it was cut. The rep stated the portion that was cut would be sent for testing. The pump would be programmed to minimum rate on the day of the report, (B)(6) 2019. The patient was receiving morphine 5000mcg/ml at 375mcg/day and bupivacaine 10,000mcg/ml at 750mcg/day.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding if an infection was confirmed, it was noted that there was no infection. The patient was taken back to surgery to secure the catheter and tighten the incision. The cause of the incision having spread apart, swelling, and patient¿s having had an upset stomach was unknown. The patient had reported feeling better post-operation. Regarding if the issue was resolved, it was noted that the patient was healing. The patient¿s weight at the time of the event was unknown.